Manufacturer narrative:
Device evaluation: the review of the device history record (DHR) for catalys system showed that there were no issues or non-conformities. The system and its components met all specifications prior to release. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. Equipment labeling was reviewed. Labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. Manufacture year is 2012. All pertinent information available to abbott medical optics has been submitted.

Event description:
Surgeon reported that after procedure patient had capsule tear in right eye. No vitrectomy was required. Surgeon reported that patient had no prior eye history. Capsule tear appears to be related to the laser.

Manufacturer narrative:
The date received by manufacturer entered in follow up #1 (07/28/2016) was incorrect. The correct date that the investigation was completed is august 1, 2016. Device evaluation: additional comment: probable cause for the incomplete capsulotomy was likely the physician input to the system (user error) followed by the physician technique for removal of capsulotomy disc.